Manufacturer narrative:
Intuitive surgical received the permanent cautery spatula instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Broken strands were noted to be stuck out at the wrist section of the instrument. The crimp was confirmed to still be intact. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the cable of the permanent cautery spatula was separated. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.